Event description:
Philips received a complaint by the customer on the v60 indicating that patient vomited in the unit. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the patient vomited in the unit. The customer cleaned the equipment. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 02oct2025, 09oct2025, and 23oct2025 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.